Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an in-pact pacific drug-coated balloon during procedure. Saline contrast was used to inflate the balloon. The device was prepped per IFU with no issues identified. During balloon inflation leak occurred. It was reported that it was not possible build up pressure, leakage was immediately noticed. The leakage was at the distal end of the balloon. The device was safely removed from the patient. There was no vessel damage noted. Physician used another same sized in-pact balloon

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device was decontaminated with cidex-opa and tergazyme soak pending further testing to support the final product analysis findings. The device returned with a detachment of the inner lumen and inner distal tip material. As a result, it was not possible to load a 0.014 inch guidewire through the device. Negative prep detected the presence of a leak on the device. Upon pressurisation of the device, the balloon inflated however a leak was observed from the distal tip and from the guidewire luer port, and the pressure could not be maintained. The balloon was cut back to expose the inner lumen. The inner lumen was bunched and deformed proximal to the detachment site. The inner lumen was jagged and uneven at the detachment site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: non-medtronic 0.014" 190cm length guidewires were used during the procedure. It is unknown which was used during the procedure when the issue occurred. The same guidewires were used for different procedures and were cleaned prior to use. The guidewire was not backloaded through the tip of the device. There was no guidewire or stylette issues noted during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.